Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure for normal battery depletion (nbd), this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 2,000 and high thresholds. No additional adverse patient effects were reported.